Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending coronary artery. A guidezilla ii guide extension catheter was selected for use. Upon insertion of the catheter, the target lesion was noted to be dissected. An unspecified stent was used to cover the dissection. The patient was transferred for further evaluation, later being discharged. The patient's status is fine.